Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the pump operated as expected. There was also no indication that the pump had experienced any kind of fire. This report is being filed because all complaints of this type are considered reportable by mmdg.

Event description:
The initial reporter stated that the pump "sparked". Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. [Complaint-(B)(4)].